Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call placed to technical services on (B)(6) 2016 noted that there was a variable ventricular impedance for the last 6 months. 1700 ohms was the impedance value on the day of call. The thresholds was 3.0 v at. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).